Event description:
It was reported by the customer sentrinex dressing lifting off the skin days prior to being placed. There was no harm or adverse event reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the dressing failing to adhere is confirmed; however, the exact cause is unknown. Two photographs of a sentrinex dressing were returned for evaluation. An initial visual observation of the photographs showed a 20 g powerloc infusion needle in a patient and covered with a sentrinex dressing. The dressing was observed to be detached from the patient's skin on one side. However, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.